Event description:
It was reported that upon device interrogation in clinic, it appeared that the atrial lead has been dislodged. Failure to sense p-wave and failure to capture were also noted. The lead was explanted and replaced. The patient is in stable condition.